Event description:
Patient is status post complications from a previous polypropylene sling. She underwent a urethrolysis and removal of painful mesh approximately 4 months ago. Postoperatively, her symptoms stabilized, although she is having increasing pelvic pain again. She is having stress incontinence and wished to proceed with an autologous crossover pubovaginal sling, with the goal of the surgery to remove any palpable painful mesh seen within the vagina.